Manufacturer narrative:
Concomitant medical products: product ID: 9 735225r, serial/lot #: unknown, ubd: , UDI#: ; product ID: 9733467, serial/lot #: 2.3, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a fess procedure. It was reported that during a case the navigation system was unresponsive and showing no video detected on the monitor. Power cycling the system resolved the issue for a moment. The rep reseated cable in the back of the monitor and additionally into the computer. Reseating the cable resolved the issue. Upon boot up, the patient list was deleted. There was no patient impact and no delay.

Event description:
Additional information was received from the rep and it was stated that the system was not working and there was no input detection on. It would not boot up. It was indicated that they were out end of life with this system. It was further stated that they uninstalled the software and reinstalled the software, but that did not work.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. It was determined no logs were available and there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.